Event description:
It was reported that the patient had to have their implantable neurostimulator replaced on 2009 (B)(6) because "it didn¿t work." It was noted that the health care provider (hcp) told the patient that it "would not connect to where it was on his scar tissue on his back." It was noted that the patient stated he had an enormous amount of scar tissue on both sides. It was noted that the hcp had to put in a "whole new everything." It was noted that afterward the therapy worked great.

Manufacturer narrative:
Product ID 7435 lot# serial# (B)(4), product type programmer, patient product ID 3 89033 lot# j0436978v, implanted: 2004 (B)(6), explanted: 2009 (B)(6), product type lead product ID 748925 lot# serial# (B)(4), product type extension product ID 748925 lot# serial# (B)(4), product type extension product ID 389033 lot# j0436978v, implanted: 2004 (B)(6), explanted: 2009 (B)(6), product type lead. (B)(4).